Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in australia: "overinfusion." According to the customer: "leakage at connection tube." "24h pump was connected for 24h however the px commented it looked empty at 7h earlier."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample evaluation: received one sample of easypump ii lt 270-27-s without original packaging. The batch number on the big bottom cap of the pump was 22f29ge221. Upon receipt, no solution was found in the pump and the pump was not clamped. Medication label attached on the outer shell indicates that the pump was filled with flucloxacillin. Flow rate test: the pump was subjected to flow rate test. Result: the flow rate deviation from nominal flow rate for received sample was -6.63%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. To note: it is worth noting that there are scenarios that can cause pump to empty faster than normal time in actual application, such as one or combination of the below factors: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10ml/hr to 11.8ml/hr. Refer to version 4.0 IFU statement. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which causes the pump to empty earlier than the nominal time. Factor 3: folded outer shell (outer layer) folded outer shell (outer layer) will also act as an external pressure to elastomeric membrane and increase the flow rate of the product. Refer to version 4.0 IFU statement that user must unfold the outer layer properly prior to start the filling process. A review of the batch and manufacturing record revealed no abnormalities or nonconformities. Conclusion: the flow rate of received pump was within the specification after subjected to flow rate test, which is according to test method under lab condition. Complaint is therefore not confirmed.